Event description:
It was reported that the biomed just unboxed this loaner it was reported that while powering on the device booted to a windows error and after it displayed a message about entering the proper boot device. Per follow up information received via email on 10 jan 2023, the device was not being used on a patient. Per investigator notification received on 17 jul 2023, it was reported that the alarm 75 and damaged power cord found during assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed just unboxed this loaner it was reported that while powering on the device booted to a windows error and after it displayed a message about entering the proper boot device. Per follow up information received via email on 10jan2023, the device was not being used on a patient. Per investigator notification received on 17jul2023, it was reported that the alarm 75 and damaged power cord found during assessment.